Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, one linear opening on the anterior, and a break on the plug strap. A leak test and microscopic analysis were performed which identified one smooth crease opening on the anterior, and a sharp break on the plug strap. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is one smooth crease opening on the anterior due to a fold flaw opening, and a sharp break on the plug strap due to an unidentified tear opening. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional reported "ruptured." Device has been explanted.

Event description:
Healthcare professional reported "ruptured." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.